Event description:
Patient (pt) had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had ns (normal saline) @ 150mls per hour and around 2230 registered nurse found patient was having a really hard time breathing and had to put patient on bipap. I scanned the meds and placed IV mag (magnesium) and ns at 2105.